Manufacturer narrative:
The service engineer (se) replaced the lower display and the unit passed all testing and operates within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
Device evaluation summary: the graphical user interface liquid crystal display panel was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 840 ventilator display was erratic. The customer did not provide patient involvement information. The evaluation and repair will be completed by a non-medtronic/covidien service provider. Medtronic/covidien was not authorized to evaluate the device.